Event description:
Complainant alleged that during biomed testing, the device intermittently powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty connector on the system board. Analysis of reports of this type has not identified an increase in trend.